Event description:
It was reported that the target areas were located in the distal to proximal right coronary artery (rca) with moderate tortuosity and 90% stenosis. On (B)(6) 2012, a 3.0 x 23 mm xience prime stent was deployed in the distal rca and a 3.5 x 38 mm xience prime stent was deployed in the proximal to mid rca. The two stents were implanted overlapping. Intra-vascular ultrasound (ivus) was not performed in the procedure. On (B)(6) 2013, a procedure was performed for a shunt vessel and the patient was also to receive dialysis. During the dialysis, the electrocardiogram (EKG) became abnormal and the patient experienced slight chest pain. Angiography was performed and thrombosis was observed in the rca. It was also noted under ivus that the shape of the 3.5 x 38 mm xience prime stent was partially ellipsed. Dilatation was performed in the rca and two non-abbott stents were deployed inside the two xience prime stents. Post-dilatation and ivus were performed to complete the procedure. The physician commented that the ellipse-shaped stent might have caused the thrombosis or the anticoagulant drugs might have not worked properly and that he did not know the root cause. The physician feels that the patient will need coronary artery bypass grafting (CABG) in the near future. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Angina, electrocardiogram (EKG/ECG) changes, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events of coronary stenting procedures. Although a conclusive cause for the patient effects and the relationship to the device if any cannot be determined, thrombosis, additional therapy/non-surgical treatment, and hospitalization are no-fault effects of coronary stenting procedures. The 3.0 x 23 mm xience prime device referenced is being filed under a separate medwatch report.